Event description:
New information received notes a reoccurrence of post paced t wave oversense on the implantable cardioverter defibrillator.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post paced t wave oversensing on the right ventricular channel was observed on the implantable cardioverter defibrillator. The oversensing did not re-occur during re-interrogation and a long period of observation. Programming changes were made to the pacing alert but not to sensitivity since the oversensing did not re-occur. There were no patient consequences.

Event description:
Additional information received notes programming changes were made to address the post paced t wave oversensing. The patient was stable.